Manufacturer narrative:
Investigation - evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and trends was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient had the anchor sutures placed on (B)(6) 2016 following an unspecified procedure. The patient reportedly "went on a couple courses of antibiotics and then ended up coming and getting the abscess lanced in ir." The wound tested positive for 4+ staph aureus with resistance to ampicillin, penicillin and erythromycin. The customer reports "the tube has now been removed on (B)(6) 2017 and patient had just completed another course of antibiotics and has not been followed up with from ir." The causal relationship between the infection event and the devices (unspecified tube, anchor and suture unspecified) was not provided. No further event or device information is available.